Event description:
Wire would not shape appropriately. When taken out of the package, the wire would shape the other way. A staff member tried to bend the wire at the shaft area and it wouldn't it kept going the other way. Another device from the same lot number was opened and had the same issue. After the second device failed, a different system was used (floppy wire), which worked.

Event description:
Wire would not shape appropriately. When taken out of the package, the wire would shape the other way. A staff member tried to bend the wire at the shaft area and it wouldn't it kept going the other way. Another device from the same lot number was opened and had the same issue. After the second device failed, a different system was used (floppy wire), which worked.